Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during use in a laparoscopic nephrectomy, the fan housing of the retractor came away from the device and broke during use. There was no patient injury. A new retractor was used to complete the procedure.